Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) level ranging between 565-566 mg/dl and ketones. Suspected cause of bg was an unspecified pump issue. A correction bolus was delivered to address bg/ketones. During a follow-up call, contact reported that the cause of bg may have been due to infusion set issues; however, this could not be confirmed. An infusion set type change was performed to address the issue. Reportedly, the customer continued to use the pump for insulin therapy.